Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the thread part of the inner shaft is broken. The thread part is stuck into visios trial implant. No manufacturing related conditions were found and we have to assume that the instrument was moved in cranial and caudal directions. The design of the holder for visios was planned for lateral movements to reduce the forces which were caused on the inner shaft. However, a review of the device history records has been requested.

Event description:
It was reported that the inner part of 397.089 broke while it was being placed in the trial implant 396.453. The tip of the inner part of 397.089 is now stuck in the trial implant. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Placeholder.